Event description:
It was reported that both the patient alert and the lead integrity alert (lia) triggered due to oversensing. The patient was noted to have a recent onset of atrial fibrillation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 2 - patient alerts for lead failure predictor on (B)(4) 2011 21:00:04 and (B)(4) 2011 16:00:03. Sensing - oversensing: 13 - ventricular nst<=210 ms between (B)(4) 2011 16:20:03 and (B)(4) 2011 14:20:02. Sensing - interference/noise: ventricular short interval count v-sic=33.6 counts avg/day, in 7.15 days, between (B)(4) 2011 13:38:02 and (B)(4) 2011 17:17:03.